Event description:
As reported, the patient was implanted with galaflex mesh during breast implant in (B)(6) 2021. It was reported that one side of the patient's breasts lost support where the mesh was implanted within a year, and the condition became worse with noticeable difference. It was reported that surgeon believed the problem was due to the mesh and patient would be considered for another revision.

Manufacturer narrative:
As reported, the patient experienced a post-op complication of breast asymmetry post implant of galaflex. Based on the information available, no conclusions can be made as to what if any extent the galaflex mesh implanted caused or contributed to the patient post operative course one year after implant. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (15-jul-2022) and the date of implant (B)(6) 2021 are considered to be a best estimate based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.